Event description:
Reportable based on device analysis completed on 02mar2015. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified lesion. During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the lesion. Then, the opticross¿ crossed the lesion. After that, it was noted that lost image occurred upon performing automatic pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a lap joint separation.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was received for evaluation. Evaluation of the returned device has a lap joint separation. Impedance testing shows an electrical good wave form. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. The image characterization testing, was not performed due to device returned condition (lap joint separation). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).